Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that back button of insulin pump was difficult to press and there was no warning for low battery. Customer stated that there was chips in the insulin pump body near reservoir compartment and insulin pump had random no delivery alarms. Customer stated that rewind was louder and slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.